Event description:
Report received from the USA stating that the device was "running hot." The device was tested prior to a case and was not used during surgery. A spare device was used. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).